Manufacturer narrative:
Stimwave quality has investigated the details surrounding a complaint resulting from an infection reported to stimwave on (B)(6) 2018, by stimwave client services director. The patient had a trial procedure performed on (B)(6) 2018, in which two freedom-8a trial leads (fr8a-trl-a0 and fr8a-trl-b0) were implanted in the patient's epidural space at the t8 to t9 level to treat the patient's low back pain. There were no complications during the implant procedure and the patient was receiving pain relief. On (B)(6) 2018, the patient exhibited symptoms of potential infection and attended a follow-up appointment with the implanting clinician. At this appointment, the implanting clinician discovered that the patient had a thoracic epidural abscess and explanted both stimulators. On (B)(6) 2018, the implanting clinician notified the client services director of the infection and that the patient would have a laminectomy procedure performed to address the infection. Immediately following notification by the client services director on (B)(4) 2018, stimwave quality and management reviewed the implanting clinician's procedure compared to trial instructions for use. The clinical specialist confirmed that the procedure was performed in a sterile environment, sterile field handling protocols were used, the trial procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. No complications arose during the implant procedure. The client services director maintained contact with the implanting clinician following implant. The clinician stated at the follow-up appointment on (B)(6) 2018, it was noticed that the abscess had likely been present prior to the implant procedure. It is unknown whether or not blood work was performed prior to the procedure to detect an elevated white blood cell count to identify this contraindication (active general infection) to performing the implant procedure. It is also unknown if the patient complied with infection prevention practices after the implant procedure. On (B)(6) 2018, the clinician informed the client services director that the infection was a (B)(6) and that the patient's condition is improving. Additional follow-up appointments and any antibiotics prescribed during and after the trial are unknown to stimwave. To rule out any potential issues with product sterility, stimwave reviewed sterilization records on product from inventory, which confirmed the products from the same lots are sterile out of the package. The raw data from sterilization cycle matched the cycle specification. Stimwave quality, engineering, and manufacturing verified that the correct cycle specification was used for the stimulator lot. The source of the issue was not traced back to compromised product sterility or operating room conditions. Surgical site infection is a known complication of surgery, and patients with multiple illnesses or active general infections are contraindicated for the freedom scs system per instructions for use. The source of the issue is likely attributed to the patient's pre-existing condition (active general infection) that was not detected prior to the trial procedure. The device did not fail to meet performance or safety specifications during the procedure. Stimwave will continue to track and trend events. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, nor nonconformance to physical or functional device specifications. The root cause is likely attributed to the patient's pre-existing condition (active general infection) that was not detected prior to the trial procedure. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the product was delivered sterile, and the sterile barriers were not compromised. Infection is a known adverse event for spinal cord stimulation and the freedom scs system, and is detailed in stimwave's risk management file as well as applicable instruction for use and patient-facing labeling and mitigated as far as possible. Stimwave was in constant contact with the client services director starting (B)(4) 2018, regarding the complaint and the root cause investigation. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the product was delivered sterile, and the sterile barriers were not compromised. The issue is a known risk and is mitigated as far as possible. The patient's pre-existing condition is a contraindication noted in the instructions for use. Stimwave has informed all parties that the product was not the source of the issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as infection can lead to an injury, and medical or surgical intervention was required to preclude permanent impairment or damage. Stimwave has reported this as an adverse event to the united states food and drug administration (FDA) (B)(4) 2018.

Event description:
On (B)(6) 2018, the patient exhibited symptoms of potential infection and attended a follow-up appointment with the implanting clinician. At this appointment, the implanting clinician discovered that the patient had a thoracic epidural abscess and explanted both stimulators. On (B)(6) 2018, the implanting clinician notified the client services director of the infection and that the patient would have a laminectomy procedure performed to address the infection.